Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump failed device volume test. The customer¿s blood glucose unknown at the time of the incident. Customer stated that unable to exit load reservoir process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump seats immediately upon priming. Problem isolated to the motor or force sensor. Unable to perform rewind test, prime or seating, basic occlusion, occlusion, force sensor and displacement test due to motor/force sensor anomaly.